Manufacturer narrative:
H6 : patient code: 3191 [no code available]- additional procedure required to remove kidney stone and device. H6: results and conclusions codes: codes have been updated from previous report in order to stay consistent with current reporting practices. The investigation was reopened in light of the additional information received. There are no changes to the previous investigation methods or conclusions. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was initially reported a cope mandril guide wire unraveled during a case and the tip was left in the female patient. Additional information provided by the facility on 19apr2017 stated "we brought her back and cleared the (kidney) stone with a flexible urs." The information also stated the wire, initially left in the patient, was removed with a nephroscope. On 19nov2018, information was received from representatives of the patient. This information states that "despite efforts to remove the wire during subsequent procedures a portion of the wire still remains in my body and is causing pain and problems." It also states that the problems include "pain in side as a result of retention of wire, psychological distress, loss of weight and on-going ill-health."

Manufacturer narrative:
Investigation - evaluation: a review of the manufacturing instructions, specifications and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported a cope mandril guide-wire unraveled during a case and the tip was left in the female patient. A section of the device did remain inside the patient¿s body. Additional information has been requested but has not yet been provided by the reporter.